Manufacturer narrative:
The exam note auto display feature on centricity web was requested by the customer to be disabled in 2005. Even if the auto display function for exam notes is disabled, there are 2 ways that a c-web user is notified about the existence of an exam note to prevent the user from overlooking exam notes: an exam note icon in the data selector (applicable for all c-web users that are using a native client; the exam note report tab is highlighted and so, it can be selected to display the exam note. Cweb 3.0 performed as designed.

Event description:
It was reported that a physician viewed an exam on centricity web (c-web). While viewing the exam, he did no notice that the exam had an exam note (the physician did not know it was there). This exam note contained positive findings that subsequently went untreated and the patient later died.